Event description:
The account stated that erratic architect troponin results were generated on a plasma sample. One sample was run on 3 different analyzers. An initial result of 0.45 ng/ml was generated with a repeat result of 0.119 ng/ml on architect. The sample was run on another architect with a result of 0.083 ng/ml and on another with a result of 0.845 ng/ml. The sample was recentrifuged at 13,000 g for 10 minutes and was <0.1 ng/ml. There was no report of impact to patient management.

Manufacturer narrative:
Concomitant medical products: architect i2000 analyzers list # 3m74-01. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). The investigation consisted of a review of the architect run logs from the customer and a review of complaint data. The customer's run logs were analyzed to determine if the elevated troponin concentration values may have been due to static interaction from the architect reaction vessels (rv). It was determined that the normal cmia response observed in the architect testing runs were not indicative of static interaction from the architect rvs. Customer complaint data was reviewed and it did not identify an increase in complaints related to the customer's issue. The customer was referred to the "specimen collection and preparation for analysis" section of the architect stat troponin-I reagent package insert ((B)(4)) which indicates, "for serum specimens, ensure that complete clot formation has taken place prior to centrifugation. Some specimens, especially those from patients receiving anticoagulant or thrombolytic therapy, may exhibit increased clotting times. If the specimen is centrifuged before complete clot formation, the presence of fibrin may cause erroneous results." Additionally, per the "limitations of the procedure" section, "...for mi diagnostic purposes, the architect stat troponin-I results should be used in conjunction with other information such as cardiac marker results (e.g., ck-mb and/or myoglobin), ECG, clinical observations and symptoms, etc." No product deficiency / malfunction was identified. This is the final report.